Manufacturer narrative:
Evaluation summary: an evaluation was performed on the device. The visual examination of the provided pictures shows that pieces of intestine with pieces of mesh inside have been removed. One of the pieces of the intestine could be the anus. The piece of mesh folded or rolled visible inside the intestine tube is composed of white and green textile (green marking or open skirt ?). The pieces of mesh explanted from the tube have a white textile knitting pattern similar to symbotex composite mesh knitting pattern. Without the sample a detailed investigation could not be performed, however it seems that the mesh has been inserted inside the intestine tube. An off-label may be suspected. Conclusion of the visual examination: an off-label may be suspected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient had an open colon resection for an abdominal hernia. There was an issue after insertion of the mesh into the colon. The event led to an extended hospitalization, permanent injury and an extended surgical time more than 30 minutes. The patient was alive with injury.